Event description:
It was reported the head-end brake pedal was not functioning.

Manufacturer narrative:
The brake system was evaluated at the hosp facility. When pressure was applied to the brake pedal, the pedal would spin around. It was observed there was a missing roll pin which was replaced. The stretcher has exceeded its life expectancy (mfg in 1996).